Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot 217434702, was returned and analyzed. Visual inspection of the catheter showed a broken lemo connector, a broken wire and a kink/twist of the pebax tubing. Functional testing was unable to be performed. In conclusion, the reported issue of a kink was confirmed through testing. The product failed the returned product inspection due to a kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a kink on the tip of the mapping catheter. The mapping catheter was replaced to resolve the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.